Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the introducer needle was fracture while in the body. Customer¿s blood glucose was 144 mg/dl at the time of incident. Customer reports that they did not receive medical treatment as a result of the needle fracturing while still in the body. Sensor will be returned for analysis.

Manufacturer narrative:
Inspected one random opened and used sensor and a performed visual inspection and found sensor needle bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened and used. No broken or missing parts were observed during analysis.